Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. Customer changed the entire set and blood glucose was 419 mg/dl. The customer treated the high blood glucose with the insulin pump. Customer's blood glucose value was 293 mg/dl at the time of the call. Customer reported the transfer guard needle was crooked and insulin was coming out. Customer declined to troubleshoot for high readings. Customer was advised the infusion set and reservoir will be replaced. The customer will return the reservoir and infusion set for analysis.